Manufacturer narrative:
E1: complainant city: (B)(4). Complainant country: finland. Based on the available information, this event is deemed to be a reportable malfunction. The device has malfunctioned and would be likely to cause or contribute to a death or serious injury if it were to recur. Based on the circumstances of the reported complaint, the case has been submitted as a reportable malfunction and there was minor harm to the patient, and it has been reported under imdrf health impact code and clinical code. A review of the IFU noted the flammable warnings are included on the product and the product packaging has the necessary warning symbols to highlight this. The IFU also includes warnings to keep away from ignition sources. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
The nurse reported that the surgeon had applied the company's known skin barrier foam applicator (sting free) around the wound of the patient before securing the vacuum-assisted closure (vac) system and used an electric cautery device (diathermy) for one button push only on the edge of the wound, due to this, the foam applicator on the skin and the wound sponge caught on fire. This resulted in a burn injury to the patient. The product was not returned. No photo was available at this time.